Event description:
First day, post-operative, after having kidney and tumor removed, patient used k-pad with disposable cover for comfort to lower back. Pad was placed on area of body that did have overlap surgical site. Blisters and second degree burn were discovered to the area after use. Patient was on morphine pca for pain control, which made it difficult to distinguish whether pain was the result of surgery or burn. The patient was treated with burn cream and no dressing was applied. Heating pad was left on skin for over 24 hours without removal. Possibly could be an operator error, or due to underlying condition of the tissue, which was swollen and sensitive before the pad was applied.